Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) use of the proglide device in a femoral vein. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported failure to deploy the foot could not be determined, the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement was attempted in a femoral vein with a proglide device, via an 8f sheath, using the preclose technique, prior to a mitraclip procedure. Reportedly, the suture of the first proglide device was successfully placed using the preclose technique. The foot lever on the second proglide was not able to be deployed and the suture of an additional proglide was successfully placed using the preclose technique. The sheath was upsized to 24f and the mitraclip procedure was completed. Hemostasis was achieved using the pre-placed sutures of the proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide devices and established in the preclose technique. No additional information was provided.